Manufacturer narrative:
Age of date of birth, weight, and ethnicity: per regulation (B)(4), (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter telephone number: (B)(6). Initial reporter email: unknown/not provided. Device evaluated by MFR: other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation the surgeon noticed that there were cracks in the intraocular lens (iol). The iol was removed and a new lens was implanted in the eye. A delay of 10 minutes was reported; however, no vitrectomy, no incision enlargement and no sutures required. It was noted that the patient has fully recovered and their daily activities are not affected. Trough follow up it was learned that the scratches were founded in the optics and that the delay mentioned was not clinically significant. It was indicated that the surgeon followed the directions for use. No further information was provided.